Event description:
It was reported that the customer experienced low blood glucose events occurring every night for the past three weeks displayed as "low"; although specific value was not provided. Cause was not known. The customer consumed carbohydrates as a treatment and chose not to return the cartridge or review logs, expressing a desire to discuss basal settings adjustments with their endocrinologist. No further action was required.